Manufacturer narrative:
H3. Analysis of the extension s/n (B)(6) found no significant anomaly. Analysis of the ins s/n (B)(6) found no significant anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported that their therapy efficacy to the left side of their body grew weaker as the battery charge depleted. The ipg and right side extension wire replaced. The patient (pt) reported that the symptoms associated with their diagnosis of dystonia were getting worse on the left side of their body. Pt stated that they were most aware of a perceived weakening of the therapy when the ipg reached 25%. There were no external factors reported or believed to contribute to the patient¿s experience. Multiple impedance tests were performed in an effort to determine if there was current leakage from the extension wire as a possible explanation for a weakened perceived therapy. All impedance tests revealed normal and balanced results. During the procedure the right side cranial lead was disconnected from the extension wire and lead impedances were also tested. The lead impedances were also normal and balanced. Healthcare provider (hcp) tested the exposed section of the lead in a straightened position and then in its assumed bent position and all impedance results were normal. Hcp bathed the surgical area around the lead in sterile water and impeda nces were again tested. As before, all values were stable, normal and balanced. Hcp elected to replace the right side extension wire and ipg. Following connection of the new extension wire and ipg an impedance test was performed and all values continued to be normal and balanced. It is unknown if the issue was resolved at the time of this report.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3708660 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2020 ; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.